Event description:
Haemonetics received a report on (B)(4) 2013 for an orthopat device "orthopat machine return due to utilization." There was no report of any patient or operator injury.

Manufacturer narrative:
The device was returned due to the customer not utilizing the device. During the evaluation on (B)(4) 2014, a fluid spill was found internal to the device. Found the blood spill going through the wall vacuum valve, tube, relief valve, internal drain tube and saline spill in power supply. No burning or carbonization was noted. Replaced power supply, wall vacuum valve, relief valve, internal tube. This device will be cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).